Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. The primary device identifier (di) number was provided.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. The primary device identifier (di) number was provided.

Event description:
It was reported that during procedure of a baby a neonatal transducer cracked and had no seal. Loss of blood was reported as a result of this event. At this time, multiple attempts have been made to the customer regarding patient injury or harm.